Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2014, the receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and it was observed that the usb door has fallen off. The receiver's screen froze during initialization. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the flash memory chip has been corrupted. The reported event of a frozen display screen was confirmed. The root cause was determined to be a defective u8 component.